Event description:
It was reported that; during es2 surgery (fixed area:l2-s2ai), the surgeon inserted k-wire to the vertebral body(s2ai). After inserting screw, the surgeon tried to pull out k-wire, but it was not possible to pull it out. Therefore, the surgeon removed k-wire along with the screw. And the surgeon used the brand new k-wire and brand new screw.

Manufacturer narrative:
Es2 integrated blade screw size s 8.5x80mm, lot # 14f352, catalog #: 482802880.method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: the manufacturing records were reviewed and no anomalies were found. No new harms or hazards were found. The visual examination of the returned product revealed a deformed distal tip.conclusion: the root cause of the reported event is not determined and/or multifactorial.

Event description:
It was reported that; during es2 surgery(fixed area:l2-s2ai), the surgeon inserted k-wire to the vertebral body(s2ai). After inserting screw, the surgeon tried to pull out k-wire, but it was not possible to pull it out. Therefore, the surgeon removed k-wire along with the screw. And the surgeon used the brand new k-wire and brand new screw.